Manufacturer narrative:
Product ID 8578, serial# (B)(4), implanted: 2012 (B)(6), explanted: 2014 (B)(6); product type accessory product ID 8709sc, serial# (B)(4), implanted: 2012 (B)(6), explanted: 2014 (B)(6); product type catheter. (B)(4).

Event description:
It was reported the pump was being explanted on (B)(6) 2014 because, it was eroding through the skin. The pump was delivering bupivacaine and dilaudid. Additional information reported the patient was receiving oral dilaudid and effectiveness was being evaluated.

Manufacturer narrative:
Corrected information: device code and conclusion codes no longer applicable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the pump/catheter/accessory were removed on (B)(6) 2014. The patient stated it was mis-implanted and started to come out of the body.